Event description:
It was reported that during a total laparoscopic hysterectomy the device did not seal adequately. The sealing cycle completed and when cut then open the tissues/structures would bleed consistently. The sealing was inadequate and lots of repeated sealing on the tissue and use of reusable bipolar forceps were needed. Around 30 minutes added time on controlling bleeding. Vaginal vault hematoma. Reusable bipolar and enseal x1 were used to control bleeding.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? Haematoma of vaginal vault. Did the patient require a blood transfusion? No. Did the procedure need to be converted to open? No. What is the surgeon's experience/familiarity with the device? Very experienced. Did the surgeon follow the steps for use of the device as defined in the IFU? Yes. Did the surgeon observe the end tone for each sealing cycle? Yes. Were any error codes experienced during the procedure? No. Were they seeing the physical signs that energy was being delivered? Looked like it was working and seemed to work at the time, then vessels started oozing, and in one patient the seal blew from the uterine on the left side after about 10-15 mins. She re-sealed them using enseal/reusable bipoar forceps. Was the patient's anatomy/ the patient factors complicated? If so, how? Neither uterus was large, and the women were a normal size. How was the hematoma addressed? One patient had a vault haematoma and came back in via a&e after ten days. What is the patient's current status? Ok. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.